Event description:
It was reported the product was applied to right and left facial cheek to protect skin from bubble (CPAP) continuous positive airway pressure apparatus. Skin under product became weepy. The product was removed when product showed dark discoloration. Skin abraded during removal resulting in open areas - size unknown. Application and removal date unknown. Unknown if any treatment applied to open areas. Infant was given (IV) intravenous antibiotic therapy. Received a plastic therapy consult. Infant was subsequently moved to a different facility, at that time there was a scab to the areas.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. No sample is expected to be returned. Should additional information become available, a follow-up report will be submitted.